Event description:
It was reported that the patient received inappropriate atp and hv therapy for supraventricular tachycardia. Programming changes were made. Patient condition was good after the event.

Manufacturer narrative:
.